Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The event in question followed a brief period of hypoglycemia and a subsequent hyperglycemic excursion, likely from over-treating. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that this hypoglycemic event was caused by over-treating the initial period of mild hypoglycemia, which resulted in hyperglycemia and increased correction insulin dosing, increasing the risk.

Event description:
On 8/21/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 8/23/24 a beta bionics customer care agent followed up with the user's mother about the event. On (B)(6) 2024 the mother heard the ilet's low bg alarm twice; the first time, the user's bg was in the 40s mg/dl, and the second time, the user claimed to have treated the low. However, the user subsequently lost consciousness and experienced a seizure lasting approximately 30 minutes. The mother attempted to administer glucose gel and soda, but these did not raise the user's bg. Ems was called, and the user was transported to the hospital, where they were treated with a glucose drip. The user was admitted on (B)(6) 2024 and released the following day. The user returned to using the ilet on (B)(6) 2024. The user also has a history of asthma and high blood pressure.